Event description:
Medical affairs has been unable to get in contact with the pt; therefore, sent a letter to obtain more clinical info. The pt had stopped using the meter three months ago, since the meter displayed a "not ok: message. Since the "not ok' message, the pt stopped using the meter and did not test their blood glucose. The pt was unable to control their blood glucose by diet; therefore, their blood glucose went up. The pt went to the ER, and was given insulin to bring their blood glucose down. The technique of applying blood on the test strip was correct. The pt cleaned the meter and the issue was not resolved. Based on the limited info provided and because the not ok message was not resolved, this case is being documented as a malfunction.

Event description:
Medical affairs has been unable to get in contact with the patient; therefore, sent a letter to obtain more clinical information. The patient had stopped using the meter three months ago, since the meter displayed a "not ok" message. Since the "not ok" message, the patient stopped using the meter and did test their blood glucose went up. The patient went to the ER, and was given to insulin to bring their blood glucose down. The technique of applying blood on the test strip was correct. The patient cleaned the meter and the issue was not resolved.